Event description:
A malfunction alarm was reported. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to use multiple daily injections (mdi) as backup therapy.